Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a derailed grip cable from its normal position at the clamping pulley inside of the housing. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the derailed cable. As a result, grip cable was loose at the distal. Additionally, the instrument was installed on an in-house system and driven. The instrument exhibited imprecise motion in the yaw direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. The complaint that, when trying to make small movements with the instrument head, it kept swinging past the midline as if it were glitching, making clip placement more difficult and time-consuming, was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, when trying to make small movements with the medium-large clip applier instrument the head kept swinging past midline; like it was having a glitch. It made placing clips harder and took more time. Clips did place correctly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.